Manufacturer narrative:
(B)(4). The sample is available for evaluation; however, the sample has not yet been received. Once the sample is received and evaluated a follow-up report will be submitted. The drugs being infused were unknown, but it was reported that they could have been a combination of the following: we1323; mix glucose and nacl solution (other supplier) and packed cells (bloodbank). This device is manufactured for distribution outside of the united states (u.s.); therefore, it does not have a u.s. 510k number. However, an MDR is being submitted because it is the same as or similar to a product distributed within the u.s.

Manufacturer narrative:
(B)(4). The customer returned the actual sample for evaluation. Visual and functional testing was performed and the reported condition was confirmed. There were no defects observed during the visual inspection; however, the set was under water pressure tested at 0.56 bar and a leak was observed at the four way seal. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress.

Event description:
A customer reported to baxter (B)(6) of a y type blood set that had a leak occur at approximately 15 minutes into the infusion of a patient. There was patient involvement, but no injury/consequences were reported. No additional information is available. This is report 1 of 6 of the same reported problem from this facility.